Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition with a cracked screen. Customer's complaint of double beeping was not verified. No evidence of errors in the event log. Use testing was performed. Service will replace the downstream occlusion sensor as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump double beeps. No reported adverse effects.